Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed; leaking was duplicated. Further investigation revealed corrosion damage to the press plug and the motor. The parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro sagittal saw was sent in for repair due to leaking of an oil-like substance. The event occurred during testing prior to a procedure. No adverse event was associated with the device.